Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results compared to the same meter with readings of "6.9 and 8.8mmol/l". This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (07/24/2013)-device evaluation: the analysis of the subject meter was completed on (B)(4) 2013 by lifescan product analysis with the following findings: the reported complaint could not be reproduced during investigation. The meter functioned normally and no issues were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.